Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had intermitted acoustic alarms without any message on display. There were also no alarms mentioned on the monitor during log file download. Further stated was that the display turned, black several times. It was stated that there were no effect on patient. It was further stated that a controller exchange was performed and that and that the patient was doing fine. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device passed visual examination and functional testing. The controller was allowed to run for an extended period of time. The results revealed that the controller was able to display all characters properly. The led on each power port, the characters and back light were present on the display. As a result, the reported event could not be confirmed or duplicated at the bench level. No failure detected; the controller was able to display all characters properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.